Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, oversensing due to myopotential was observed. Programming changes were recommended but have not yet been made. Patient was asymptomatic. No further information available.